Event description:
On (B)(6) 2015, a healthtronics senior territory manager, urology was contacted by a physician from (B)(6). The doctor reported that he has a patient about three weeks post primary prostate cryotherapy, who presented to him with a urethra-rectal fistula. He related the patient started having problems about a week after the procedure, shortly after the foley catheter was removed.

Manufacturer narrative:
Healthtronics associate medical director reviewed treatment report and feels case was completed per procedure. Noted in treatment report that treating physician instructed resident to place foley catheter following procedure. Associate medical director spoke with treating physician. Treating physician reported patient seen for follow-up 03/18/2015 and reported urine from rectum. Dr. Scoped and identified a false passage. Treating physician does not feel cryotherapy caused false passage. Physician convinced fistula was a result of a traumatic placement of the foley catheter followed by inflation of the balloon. Treating physician saw patient again (B)(6) 2015 and reports following placement of suprapubic catheter, fistula has healed and patient is doing well.